Event description:
A leak was reported in pt who underwent an open low anterior resection procedure, due to rectal cancer with anastomosis created with the car device: "this is a lar procedure, the operation date is (B)(6) 2010, leak occurred at pod 5. At first the surgeon dealt with conservative therapy, but the pt's fever continued, therefore he performed ileostomy. Now the pt's condition is stable."

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned to the manufacturer, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.